Event description:
On (B)(6) 2007, a pt was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the brachial vein. On (B)(6) 2008, the pt presented with a minor graft infection. A revision of the av graft with an extension was performed. On (B)(6) 2008, the pt presented with a major graft infection. An excision of the graft was performed.